Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported receiving an e-9 (battery depleted) error message on meter. Caller stated he went to grab coffee in the kitchen and passed out. Caller reported his wife called paramedics and took a blood glucose reading of 22 mg/dl; treated him with a couple of shots of unknown medication, gave him two glasses of grape juice and a jelly sandwich which he vomited, and then took him to the hospital. Caller reported he did not receive any medication at the hospital but was given scrambled eggs, oatmeal and skim milk to eat and later released. Caller was not told what his other readings were. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.